Event description:
It was reported to philips that the system gave an alert indicating that the system failed to connect to the x-ray system., which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.